Event description:
Customer reported blood glucose results of 11 mg/dl and 22 mg/dl on inform system 1, 115 mg/dl on inform system 2, all results within 10 minutes. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2.